Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional four absolute pro vascular devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the a hole was noted on the sterile pouch of five absolute pro vascular stent delivery systems at a distribution center. These were not used in a patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported packaging damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported packaging issue and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.